Event description:
It was reported that stuck on wire occurred. The target lesion was located in the portal vein. An angiojet solent omni was used in a thrombectomy procedure along with non-boston scientific guidewire. After the device reached the position site, the catheter could not move forward or backward during the suction process. There was a lot of resistance during removal. It was attempted multiple times to remove the wire or just the catheter, but neither could be removed, so the catheter and guidewire was withdrawn together. Upon removal, the catheter and wire were found deformed. The procedure was completed with a different device. No complications were reported, and the patient was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual inspection of the device revealed multiple shaft kinks, shaft and guidewire lumen buckling, along with an unknown .035 guidewire stuck inside the device. Microscopic inspection of the device revealed a hypotube separation and shaft/guidewire lumen buckling located at 10.2 cm from the tip. Based on the reported allegation of difficulty to withdraw the guidewire due to wire lumen and shaft damage was confirmed.

Event description:
It was reported that stuck on wire occurred. The target lesion was located in the portal vein. An angiojet solent omni was used in a thrombectomy procedure along with non-boston scientific guidewire. After the device reached the position site, the catheter could not move forward or backward during the suction process. There was a lot of resistance during removal. It was attempted multiple times to remove the wire or just the catheter, but neither could be removed, so the catheter and guidewire was withdrawn together. Upon removal, the catheter and wire were found deformed. The procedure was completed with a different device. No complications were reported, and the patient was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.